Event description:
During use of new scope unable to deploy stent; noted on monitor that an object was protruding which turned out to be a stent that had been retained in the barrel, up against the side of the barrel. Unk how long it had been in the barrel, but scope had been used total of six times. Pt 4 was (B)(6), and although scope had been cleaned as per MFR's directions, epidemiology felt that very remote risk of exposure. Pts 5 of 6 notified and are being followed by infectious diseases specialist. Mesh stent up against the side of the barrel was not visible on observation.